Event description:
Per clinical trial (B)(6): on (B)(6) 2019, patient underwent bilateral mastopexy; central mound, using a full vertical and horizontal t incision. 1 piece of galaflex was used, cut in rectangle. Concomitant procedures were fat transfer and abdominoplasty. On (B)(6) 2019, delayed wound healing; bilateral imf, was reported. Patient had wound debridement with removal of exposed galaflex mesh. Also, dressing changes and medication (levaquin). Resolved without sequelae on (B)(6) 2019. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of delayed wound healing. It was reported that the patient had wound debridement and underwent removal of exposed mesh. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: an exact date of explant was not provided, as the date of explant ((B)(6) 2019) is estimated based on the information provided. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.